Manufacturer narrative:
The iab product kit was returned unused intact and sealed. The insertion kit was returned opened with the insertion components. The dilator was returned partially inside the sheath with blood on them. Examination of the photos provided was also performed. The sheath tip was found to crushed. The dilator hub was found to be stripped. If the sheath tip is crushed, then it will be difficult to insert the dilator through the sheath and lock the hub on the dilator. The evaluation and photos provided confirms the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4). Record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an issue noted with the sheath and dilator so the customer was unable to lock the dilator into the hemostasis valve of the sheath effectively. The iab was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an issue noted with the sheath and dilator so the customer was unable to lock the dilator into the hemostasis valve of the sheath effectively. The iab was replaced to continue therapy. There was no reported injury to the patient.